Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The devices were not returned for evaluation, as they remained implanted. In this case, minimal information regarding these events were received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the events remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history records (DHR) were not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via the article bioprosthetic valve fracture: technical insights from a multicenter study." In j thorac cardiovasc surg and a conference presentation "alexa, how do I crack a surgical valve" at crt 2019 that two magna ease valves were disabled via valve-in-valve procedures after unknown implant duration due to unknown reasons. No additional details were provided.